Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. The device case was opened to facilitate analysis of the internal components. Detailed analysis identified an internal short which was the result of the rapid battery depletion and the resulting premature field observation of premature battery depletion. The malfunction of this battery component was concluded to be a part no longer in use with our current emblem devices.

Event description:
Boston scientific received information that this device exhibited tones with an allegation of early battery depletion. The patient has been hospitalized and a replacement scheduled. No resulting adverse patient effects. Subsequently, the device was explanted and replaced with another boston scientific device. The explanted unit is intended to be returned for laboratory analysis.

Manufacturer narrative:
UDI =(B)(4); following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device exhibited tones with an allegation of early battery depletion. The patient has been hospitalized and a replacement scheduled. No resulting adverse patient effects.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this device exhibited tones with an allegation of early battery depletion. The patient has been hospitalized and a replacement scheduled. No resulting adverse patient effects. Subsequently, the device was explanted and replaced with another boston scientific device. The explanted unit is intended to be returned for laboratory analysis.